Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she wanted to know why the insulin pump would not alert her to change sensor if senor reading is 250 mg/dl and blood glucose reading was 450 mg/dl. Troubleshooting for the high blood glucose was performed. Customer did not experience any high blood glucose symptoms. High blood glucose started on (B)(6) 2017 and the infusion set was last changed on (B)(6) 2017. Customer noted tiny air bubbles. No leaks and no issues with the insulin. Customer declined to check the setting on the insulin pump. Customer was advised to change out the complete set and monitor the insulin pump and to call back if issues persisted. The insulin pump is not being returned for analysis.